Event description:
The customer reported to their baxter sales representative a clearlink continu-flo solution set, product code 2c8541, lot number unknown, that was used inside a sigma pump the set had been rubbed too many times in the pump causing the tubing to break and leak fluid. There was no patient injury or medical intervention in association with this report. The sample is available for evaluation. No additional information is available.

Manufacturer narrative:
The sample is available for evaluation. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.